Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer used candy and was given intravenous glucose to treat. The customer uses auto mode on their pump. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer reported sensor failure issues, change sensor alarms, and sensor signal not found. The insulin pump will not be returned for analysis.